Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b14 (to capture DHR). Corrected: h3, g1 manufacturing site. H3, h6 product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found deep scratches next to the locking holes of the expert lfn ø11 le cann l400 tan. This type of damage is consistent with other tools and hard edges coming in contact with the device. As the event description mentioned. Therefore, the potential cause of the malfunction of the device is traced to user. According to the surgical technique expert lfn lateral femoral nail se_846534 rev ab. The following instructions are mentioned. Insert trocar combination. Confirm that the insertion handle is securely connected to the nail and attach the aiming arm to the insertion handle. Insert the three-part trocar combination (protection sleeve, corresponding drill sleeve and trocar) through the desired ml hole marked green/aqua in the aiming arm, make a stab incision and insert the trocar to the bone. Remove the trocar. Precaution: do not exert force on the aiming arm, protection sleeve, drill sleeves or drill bits. Such force may prevent accurate targeting through the proximal locking holes and damage the drill bits. Drill and determine locking screw length. Use the corresponding drill bit (b 4.2 mm for b 5.0 mm locking screws or b 5.0 mm for b 6.0 mm locking screws) to drill through both cortices until the tip of the drill bit just penetrates the far cortex. Confirm drill bit position after drilling both cortices. Ensure that the drill sleeve is pressed firmly to the lateral cortex and read the measurement corresponding to the appropriate length of the locking screw at the back of the drill sleeve. Remove the drill bit and the drill sleeve. Note: a correct end position of the drill sleeve is important in order to choose the correct length of the locking screw. Insert locking screws. Insert the appropriate locking screw through the protection sleeve using the screwdriver stardrive t25. Verify the position of the locking screw under image intensifier. The tip of the locking screw should not project more than 1 to 2 mm beyond the medial far cortex. Note: a groove on the screwdriver provides a rough indication that the locking screw is fully inserted through the sleeve. Repeat steps 3 to 5 for the second proximal standard locking screw. If using 120° antegrade locking option, insert the trocar combination through the hole labeled 120° on the insertion handle. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was performed due to the mating devices were not returned. However the complaint allegation can be confirmed due to the evidence provided by the costumer and found in the visual inspection . The overall complaint was confirmed as the observed condition of the expert lfn ø11 le cann l400 tan would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to user, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part# 04.003.461. Lot #2l03338. Manufacturing site:, werk mezzovico . Supplier ; na. Release to warehouse date: 11 jun 2018 . Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that there was a surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown procedure on an unknown date in 2024. Surgeon was not able to drill because the kirschner wire was not guided into the holes although the aiming arm was mounted. A different technique was used. Procedure was completed successfully with an unknown delay.